Event description:
Anchor broke at the eyelet during insertion. The threaded portion of the anchor remains embedded in the patient's bone. The surgeon completed the case with a competitor's product. It is unknown how long of a delay was experienced however, a "significant" delay was not reported. Sales rep. States that the anchors did not break. He unloaded the anchor by grabbing the wrong arm of the suture and pulled it out. Information has been requested 3-05 as to whether the anchors were able to be secured with the remaining leg of suture or if they remain unsupported in the patient's bone. It was confirmed that both anchors remain embedded in the patient's bone unsupported by suture.